Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h4; h6; h10. - product has not been evaluated as it has been determined the event is not related to device. - root cause of the reported event is not device related. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; g3; h2. The following sections were corrected: b3 event date corrected to unknown date in 2023. For initial diagnosis of trochanteric bursitis; d5. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately two years post-op, the patient reported moderate pain and was diagnosed with trochanteric bursitis and given a cortisone injection. A second injection was required at the three-year post-op follow up due to recurrent trochanteric bursitis and pain. A third injection and topical anti-inflammatory cream was given six-months later for moderate pain. All implants remain. Attempts have been made and no further information has been provided.

Event description:
It was reported that approximately three years post-implantation, a patient from a study reported moderate pain and was diagnosed with trochanteric bursitis and given a cortisone injection. All implants remain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 110010263 lot: 65175033 g7 osseoti multihole 50mm d, cat: 00877503201 lot: 3073979 bioloxâ® delta, ceramic femoral head, h6: suggested component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two years post-op, the patient reported moderate pain and was diagnosed with trochanteric bursitis and given a cortisone injection. A second injection was required at the three-year post-op follow up due to recurrent trochanteric bursitis and pain. All implants remain. Attempts have been made and no further information has been provided.